Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
As initially reported to customer relations: a female patient, post whipple, underwent an ercp procedure in which the oasis one action stent introduction system, g22150, was used. Staff went to deploy 8.5 stent, went to pull introducer out and felt resistance, kept pulling and introducer snapped, was not able to place stent doctor pulled everything out and ended procedure. 1. Did any unintended section of the device remain inside the patient¿s body? No. If yes, please describe. 2. Was the patient hospitalized or was there prolonged hospitalization? No. 3. Did the patient require any additional procedures due to this occurrence? No. If yes, please describe. 4. Did the product cause or contribute to the need for additional procedures? No. If yes, please specify additional procedures and provide details. 5. Has the complainant reported any adverse effects on the patient due to this occurrence? No. 6. Has the complainant reported that the product caused or contributed to the adverse effects? No. Please specify adverse effects and provide details. 2.1 for all complaints, ask: 2.1.1 does the complaint relate to: device placement **** this one**** device removal. Observation prior to patient contact. 2.1.2 what was the target location for the stent? Target location was right hepatic duct. 2.1.3 please describe the storage conditions of the device prior to use especially those pertaining to temperature and light exposure. Stored in a cabinet. 2.1.4 *what is the reorder number, diameter and length of the wire guide that was used with this device in this procedure?* .035 dreamwire (will be included in product that is sent back). 2.1.5 was the wire guide lubricated prior to use? Yes. Race track was flushed with water. 2.1.6 *was the wire guide inspected for damage prior to use? Yes. 2.1.7 was the device at the center of the complaint inspected for damage prior to use? Yes. 2.1.8 were previous procedures i.e. Sphincterotomy etc. Carried out prior to placing the complaint device? No. If yes, please indicate the procedure performed. 2.1.9 did the patient involved exhibit altered anatomy or tortuous anatomy? Yes, patient had a whipple. 2.1.10 * if not with the device in question, how was the procedure finished?* was not able to place stent doctor pulled everything out and ended procedure. 2.1.11 what intervention (if any) was required? None. 2.1.12 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a. 2.1.13 were any other defects observed on the device prior to return (other than the reported complaint issue? No. If yes, please detail any other defects observed. 2.2 for complaints occurring during use (once in contact with endoscope) also ask: 2.2.1 had a sphincterotomy been performed prior to this occurrence? N/a. 2.2.2 what is the endoscope manufacturer, the model number and working channel size that was used for the procedure? Olympus gif-1th190 3.7mm working channel. 2.2.3 does your medical facility have a service/maintenance schedule associated with its endoscopes? Unknown. 2.2.4 please indicate the location in the body where the stent device was to be placed. I.e. Biliary duct, pancreatic duct, other. Cbd right hepatic duct. If other, please specify. 2.2.5 *was resistance encountered when advancing the wire guide to the target location? No. 2.2.6 *was resistance encountered when advancing the introduction system in place to the target location? Yes. How did the physician deal with this resistance? Physician pushed through it and had staff unlock oasis and start giving back tension. 2.2.7 how did the physician determine the length of the stent to be used for the procedure? Looking at the duct. 2.2.8 where was the stricture located in the duct? Right hepatic duct. 2.2.9 *was the stricture dilated prior to placing the device? No. If so, please indicate what device(s) were used. 2.2.10 *was resistance encountered when advancing the stent through the obstructed area? Yes. 2.2.11 after placement, was stent position verified? N/a. If yes, please describe how. 2.2.12 please estimate the amount of time the stent was in place prior to this occurrence. N/a. 2.2.13 did any section of the device detach inside the endoscope or patient? No. If yes, please specify what section of the device broke off: 2.2.14 please indicate whether the device broke in the endoscope or in the patient. Device broke outside endoscope, when staff was giving back tension on the guiding catheter. 2.2.15 was the broken device retrieved? N/a. If yes, please indicate what tools were used during retrieval (e.g. Basket, balloon, snare, forceps etc.): 2.2.16 were any modifications made to the complaint device or accessories used with the device in this procedure? (E.g. Guiding catheter shortened, stent cut etc.) No. If yes, please indicate what modifications were made: 2.2.17 please indicate why the modifications were necessary. N/a. 2.2.18 please indicate any other endoscopic accessories (if any) that came into contact with the stent or introduction system during the procedure. 2.2.19 did the patient require any additional procedures as a result of this event? Per complaint form- no. 2.2.20 what intervention (if any) was required? Per complaint form- no. 2.2.21 was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? Per email information not provided. 2.2.22 were any other defects (other than the complaint issue) observed on the device prior to return (e.g. Kink)? N/a, yes, no. Per email information not provided. If yes, please specify what was observed and where on the device it was observed.

Manufacturer narrative:
Device evaluation: 1 unit of lot number c1966161 of oa-8.5 was returned opened not in its original packaging. With the information provided, a physical examination and document based investigation was conducted. The device involved in the complaint was evaluated in the laboratory on 20 sep 2023. Visual inspection: stent not returned , straightener returned, guiding catheter and pushing catheter returned, damage observed on the guiding catheter severely compressed and broken at the opposite end of the radiopaque markers. The pushing catheter is severely bent below the hub approx. 5cm from the hub. Functional inspection: n/a manufacturing records: prior to distribution, all oa-8.5 devices are subjected to functional checks and visual inspection to ensure device integrity. A review of the manufacturing records for oa-8.5 device of lot number c1966161 did not reveal any discrepancies that could have contributed to this complaint issue. Review historical data: a review of the manufacturing records for the oa-8.5 device confirms the failure mode has not previously occurred with the current lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1966161. Instructions for use and label: the intended use section of the instructions for use (ifu0096), which accompanies this device instructs the user : "this device (with preloaded stent, if applicable) is intended for endoscopic biliary stent placement to drain obstructed bile ducts" and in the notes section "do not use this device for any purpose other than stated intended use". There is evidence to suggest that the customer did not follow the instructions for use. (Ifu0096). Image review: an image was not returned for evaluation. Root cause analysis: a definitive root cause could be attributed to the off-label use of the oa-8.5 device, when the device is used outside its stated intended use, it may lead to outcomes that were never intended to happen and were never studied. Clinical input received confirmed that placement of the stent post-whipple was off-label use as it was used in an altered anatomy. Confirmation of complaint: complaint is confirmed based on customer and/or rep testimony. Corrective action/correction: complaints of this nature will continue to be monitored for potential emerging trends. Summary of investigation: according to the customer, met resistance and introducer snapped. Confirmed quantity of 1 device, confirmed used. According to the initial report, the patient did not experience any adverse effects due to this occurrence. Investigation findings conclude that a definitive root cause could be attributed to the off-label use of the oa-8.5 device, when the device is used outside its stated intended use, it may lead to outcomes that were never intended to happen and were never studied. Clinical input received confirmed that placement of the stent post-whipple was off-label use as it was used in an altered anatomy.

Event description:
Supplemental report is being submitted due to the completion of the investigation on 12-jan-2024.